Event description:
The account alleged the pt position module is alarming at the nurse station, but not at the bed. There were no injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.